Event description:
End user reported that he fell off the lift a couple months ago due to the carelessness of the nurses when they were trying to put him on the toilet but did not realize he was not all the way on the toilet. The nurses tried to back the lift up to get it out of the way when the users left foot got caught under the lift, user sustained bleeding scrapes up to the knuckle of his big toe. End user advised that he has no additional toes on his left foot due to diabetes. User was taken to the hospital two or three days later where they put a dressing over his foot and he followed up with a foot doctor, he has foot pain. End user advised that the injury was no fault of the lift. A report was made at the facility for them (the nurses) having an accident and running his foot over. No malfunction or allegation of the lift causing any injury. MDR filed based on the injury